Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's pump would not turn back on. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate source of insulin therapy.